Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m9243p. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the trigger could not be grasped, therefore no further testing could be performed. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, excessive dried body fluids were noted in the inside the device; in addition, the feed link was found to be broken. It is possible that the dried body fluids could have prevented the trigger to be actuated and that the clips could be fed; however, no conclusion could be reached as to what may have caused the damage at the feed link. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the device jammed. Case completed with another device. There were no patient consequences reported.